Manufacturer narrative:
Submit date: 2018-01-16. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump has a white screen. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the pump has a white screen.¿ the unit was triaged and the customer¿s reported condition was confirmed. One kangaroo joey enteral feeding pump was received for failure analysis. The reported symptom was verified. After powering up the unit under testing, the device had a blank display and no audio. The customer main pcba replaced with a known-good pcba. After the subassembly replacement, the unit was observed to have audio, but still had a blank display. Upon further inspection of the main pcba, u16 was observed to be dislodged. U16 is an 8-bit shift register. The buzzerenable signal was one of the parallel outputs of u16. The root cause of the device not having audio was that u16 was dislodged from the main pcba. Upon further inspection of the lcd assembly, the ribbon cable contacts were observed to be corroded due to fluid ingress. The root cause of the blank display was that the lcd assembly ribbon cable contacts were corroded due to fluid ingress. Both the main pcba and the lcd assembly were retained for further analysis if deemed necessary. Liquid ingress caused the ribbon cable to corrode, leading to a white screen, and is the result of customer misuse. Additionally, upon triage, service found there to be no audio. A trend has been identified and a corrective action has been opened to address this issue of no audio. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.